Manufacturer narrative:
Clinical review: a clinical investigation was performed. There is a temporal relationship between pd therapy on the liberty select cycler and cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file that shows a causal relationship between the use of the liberty select cycler and cycler set and the peritonitis. Additionally, there is no allegation of a malfunction, deficiency or defect reported against the liberty select cycler and cycler set for the peritonitis. The cause of the peritonitis is unknown, but the physician has alleged a solution contamination. All pd patients are at increased risk of infection due to a compromised immune system. Sphingomonas paucimobilis is an organism most commonly found in water and soil sources which has been known to occasionally cause human disease including peritonitis (michael ryan, butt, m.d., & adley, ph.d., 2010). Based on the available information and the lack of an allegation of a device malfunction or deficiency or disposable leak or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis nurse (pdrn) reported that a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) experienced peritonitis. Upon follow up with peritoneal dialysis nurse (pdrn), the presented at the clinic on (B)(6) 2019 with unknown signs and symptoms. A pd effluent was obtained and grew positive for sphingomonas paucimobilis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) ceftazidime 1g daily for 14 days. The patient continued pd therapy on the liberty select cycler and cycler set. The patient was not hospitalized for this event and has reportedly recovered. The patient¿s physician alleges that the delflex solution was contaminated; however, the patient did not allege anything was noticed with the solution prior to use. The patient has had no recent hospitalizations and does not utilize continuous ambulatory peritoneal dialysis (capd). There were no reported issues with the liberty select cycler or cycler set during treatment.